Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the japanese proximal femoral nail (jpfna) was used in the thighbones fracture case. At the stage of inserting the nail, the left and right thighbones nail and right nail were mistakenly swapped and implanted. No one noticed this mistake until later on when the patient complained of pain in the front of the thighbones. Upon the patient¿s claim, an x-ray was taken and this mistake was found. The surgeon claims that the description of the package of the nails (left/right) is unclear and requests improvement of the product to prevent such mistakes in the future. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: explant date: no explant occured as the implant remained in the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.